Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4); awareness date: 12-aug-2015). It refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2003. Her medical history included one child. In 2003 she had essure implanted under anesthesia. In 2007 she became very ill with joint pain, burning of the skin and very fatigue. After several test she was diagnosed with autoimmune disease, fibromyalgia and chronic fatigue syndrome. She took 4 different medications. In (B)(6) of 2015 she came across symptoms that were listed due to essure side effect. Tests were done by her doctor; hysteroscopy test showed that essure coils had moved out of fallopian tubes and were tangled together in uterus. The coil was also unraveled, did not have any turns. It looked like a long piece of wire. One coil was also broken and the piece was poking through her fallopian tube. On (B)(6) 2015 she had a full abdominal hysterectomy. After surgery, her fatigue was completely gone. Her joint pain is now relieved by 70%. According to the consumer, essure was causing her to be in severe pain and sick for 8 years. Follow-up information received from the physician on 21-aug-2015: in 2007 the consumer started experiencing severe joint pain and very fatigue. Her skin hurt to the touch and she had a burning sensation throughout whole body, also her teeth were cracking and she had several teeth removed. After seeing several doctors, she was diagnosed with fibromyalgia, chronic fatigue syndrome, osteoporosis and autoimmune disease she had to stop working and was put on disability (her day consisted of being in bed most if the day) her symptoms were very severe and she used to receive 4 vicoden/day and also 3 other medication. In 2015 her gynecologist performed several tests which revealed that essure coils were broken and had migrated into her uterus. The coils were entwined and tangled together in one big knot. On (B)(6) 2015 she underwent a full abdominal hysterectomy. Six weeks post-surgery she had no fatigue, no joint pain and was feeling amazing. According to her, the symptoms were gone almost immediately after surgery. Additional information processed and received on 06-sep-2015: ptc result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an hysteroscopy, approximately 12 years after essure (fallopian tube occlusion insert) insertion, which revealed that essure coils had moved out of her fallopian tubes; one coil was broken and the piece was poking through her fallopian tube. She was submitted to a hysterectomy. Additionally, she was diagnosed with autoimmune disease. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information and technical analysis, except for the reported autoimmune disease. In this case, consumer had an unspecified autoimmune disease with onset 4 years after essure placement. Given this weak temporal relationship and considering event's nature causality with essure is considered very unlikely. Regarding the remaining events, during essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, dislocation or occur as a result of a uterine/fallopian tube perforation. In this case, event's mechanism is not known; however given their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events such as fatigue and pain were reported. This case was regarded as incident since device removal was required (hysterectomy performed). The product technical analysis concluded to unconfirmed quality defect (no complaint sample or lot information provided). There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 07-jan-2016: follow up information was received from the consumer. Consumer reported that 6 months post-operative full abdominal hysterectomy and her symptoms were gone. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an hysteroscopy, approximately 12 years after essure (fallopian tube occlusion insert) insertion, which revealed that essure coils had moved out of her fallopian tubes; one coil was broken and the piece was poking through her fallopian tube. She was submitted to a hysterectomy. Additionally, she was diagnosed with autoimmune disease. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information and technical analysis, except for the reported autoimmune disease. In this case, consumer had an unspecified autoimmune disease with onset 4 years after essure placement. Given this weak temporal relationship and considering event's nature causality with essure is considered very unlikely. Regarding the remaining events, during essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, dislocation or occur as a result of a uterine/fallopian tube perforation. In this case, event's mechanism is not known; however given their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events such as fatigue and pain were reported. This case was regarded as incident since device removal was required (hysterectomy performed). The product technical analysis concluded to unconfirmed quality defect (no complaint sample or lot information provided). There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 06-may-2016. A legal claim was received. Plaintiff was implanted in (B)(6) 2003. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, chronic fatigue and fibromyalgia. Plaintiff had to have a hysterectomy and a bilateral salpingo-oophorectomy as a result of essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an hysteroscopy, approximately 12 years after essure (fallopian tube occlusion insert) insertion, which revealed that essure coils had moved out of her fallopian tubes; one coil was broken and the piece was poking through her fallopian tube. She was submitted to a hysterectomy and a bilateral salpingo-oophorectomy as a result of essure. Additionally, she was diagnosed with autoimmune disease. Upon receipt of follow-up information, this case became legal. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information and technical analysis, except for the reported autoimmune disease. In this case, consumer had an unspecified autoimmune disease with onset 4 years after essure placement. Given this weak temporal relationship and considering event's nature causality with essure is considered very unlikely. Regarding the remaining events, during essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, dislocation or occur as a result of a uterine/fallopian tube perforation. In this case, event's mechanism is not known; however given their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since surgical intervention was performed. The product technical analysis concluded to unconfirmed quality defect (no complaint sample or lot information provided). There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.